Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: (B)(6) (cs) called to report that they are using video out from s8 system to a stryker monitor. Cs reported that the image is only using a fraction of the total monitor screen. Cs rebooted system and the video out image is "normal"; image using entire stryker monitor. System functioning as intended. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).